Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal rollers detached and not returned. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that during a laparotomy procedure, the device stopped working and it was unclear as to what the cause was. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.